Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for one of the suspect device systems used. Reference medwatch report with patient identifier (B)(6) for the other suspect device systems used. The reporter did not specify which result was obtained on which system.

Event description:
Reporter alleged the patient received a result of 500 on inform system 1 compared back to back with a result of 180 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.